Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the guide wire gets "stuck" and will not come out unless force is used. It was confirmed that they inserted per the instructions and also flushed the tube with water to help it slide out as recommended. Also, the cap is coming off the guidewire and poking staff. Additional information received stated the customer knows of at least two times that a staff member got stuck from the guidewire. No medical intervention was required. Several staff members have reported the guide wire got stuck and the cap came off but they didn't report it at the time. They don't know the lot number because these were all in the past.

Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was available. A sample evaluation could not be performed because no sample nor photo was provided. The reported condition could not be confirmed. The root cause could not be identified. A walk through of the process was carried out. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. No action plan is required at this point. The manufacturing site will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention.